Manufacturer narrative:
Pump passed the self test and a battery cap error test. No loose drive support cap or unexpected restart noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed loose drive support cap after a battery change. Customer's blood glucose was 166 mg/dl at the time of incident. Troubleshooting found that alarm was in history and settings needed to be reprogrammed every time after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.